Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient had unstable angina and died. The target lesion was in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 28mm. Pre-procedure there was 99% stenosis and post-procedure 0% stenosis. A 3x28mm liberte stent was implanted. The procedure was a technical success. The patient was discharged two days after the index procedure. The patient had unstable angina, braunwald classification (ii b). The discharge medications were heparin and a iib iiia agent. On the day of discharge the patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.